Event description:
The dealer states that the end user is being transported in a bus, with the end user strapped down inside of the chair while being transported. The dealer states that while the end user is sitting in the chair, while moving in the bus, the tires are coming off of the rims during transport.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.